Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed under sensing of implantable cardiac monitor (icm). No intervention or procedure was reported. No patient condition was reported.